Event description:
It was reported that the pump does not recognize the syringe. No patient injury was reported.

Manufacturer narrative:
One pump was received for evaluation. Visual inspection of the device found both tamper seals were removed, the top case was cracked by the front left and right bottom corners. The bottom case was cracked by the battery compartment and the mounting post was broken. The feet were missing and the right plunger case was cracked. There was visible contamination of the device. Review of the pump event history log confirmed invalid syringe size errors. Functional testing confirmed the reported event. The root cause was determined to be damage to the size pot flex cable caused by disassembly or reassembly of the device at the user facility. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# 617147.